Event description:
The patient claimed that he has had 4 low blood glucose readings in the past 2 months while he manages his diabetes with the animas pump. The alleged hypoglycemic episodes usually happen 6 hours after his breakfast bolus. On (B)(6) 2011, his blood glucose dropped to 31 mg/dl. His wife contacted emergency services. Upon arrival, the paramedic treated the patient with glucagon. The patient did not require any further treatment and was not taken to the hospital. The patient's healthcare provider feels that there must be a problem with the subject pump dispensing too much insulin and wants the product replaced. During troubleshooting, the animas representative noted that the basal segment, time and date, and advance features are programmed correctly. It was also reported that the animas pump had a keypad issue. This was no evidence of product misuse. The product was sent back to animas for investigation. The patient was advised to contact his healthcare provider to adjust his insulin regimen if the alleged hypoglycemia issue persists with the replacement pump. This complaint is being reported because the patient reportedly had low blood glucose episodes and received medical intervention for hypoglycemia while he managed his diabetes with the animas pump.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.